Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring (reservoir tube). Unit received with broken battery tube threads. Unit received with cracked case at reservoir tube window corners. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had damage to the reservoir compartment and the reservoir would no longer stay in place. Blood glucose level at the time of the incident was not provided. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.